Event description:
It was reported that the device would intermittently fail to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it failed to boot up properly by powering on/off on it's own (resetting) intermittently. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.